Event description:
Reporter indicated that vns patient had passed away. Patient's family member received a mailing from manufacturer and notified manufacturer of patient death in order to remove the patient's name from the manufacturer's mailing list. Date and cause of death are unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.